Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor session would not start. The sensor was inserted into the shoulder, which is off label usage of the device, on (B)(6) 2020. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined. In addition, signal loss over one hour was found in connection to the reported allegation. The reported event of a sensor session would not start is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.